Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 80% stenosed target lesion was located in a calcified and moderately tortuous unspecified lesion. The 2.0 x 12mm apex mr balloon catheter was inflated and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 80% stenosed target lesion was located in a calcified and moderately tortuous unspecified lesion. The 2.0 x 12mm apex mr balloon catheter was inflated and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: an examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched from the proximal edge of the proximal markerband and it extended distally for a total length of 7mm. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have resulted in the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).